Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, customer declined help with loading new cartridge, he does not want to waste insulin in current cartridge. There was no adverse impact to customer's blood glucose level.